Manufacturer narrative:
Summarized patient outcomes/complications of the triclip device were reported in a research article titled ¿sex differences among patients undergoing transcatheter tricuspid valve repair using the edge-to-edge technique¿. Comorbidities included atrial fibrillation, chronic renal failure, coronary artery disease, previous cardiac surgery. Some of the complications reported included heart failure, prolonged hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2- date of death: death date was estimated to the end of study range.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature: article title: sex differences among patients undergoing transcatheter tricuspid valve repair using the edge-to-edge technique.

Event description:
The article "sex differences among patients undergoing transcatheter tricuspid valve repair using the edge-to-edge technique" was reviewed. The article presented a retrospective single center study, to evaluate the sec differences among patients undergoing transcatheter tricuspid valve repair (ttvr). Devices mentioned include triclip and a non-abbott device. The article concluded that in our real-world cohort, more females underwent ttvr than males. No difference was observed in outcomes between males and females at one-year follow-up. [The primary author and corresponding author was mhd nawar alachkar at department of cardiology and angiology, klinikum coburg institution with corresponding email nawar-alashkar@hotmail.com].  The time frame of the study was november 2020 to march 2023. A total of 105 patients were included in this study, of which 101 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation, chronic renal failure, coronary artery disease, previous cardiac surgery. (B)(6), unk triclip: peri- and post-procedural complications included heart failure, prolonged hospitalization, death.